Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device also had adhesive bonding at the objective lens peeling. The root cause could not be identified. According to the investigation, the suggested possible causes from reasonably known information, such as component damage or degradation, environmental issues like dust/dirt/humidity, optical issues, thermal issues, or electrical issues like signal loss or circuit breakage. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during set up/inspection for use, the endoeye flex deflectable videoscope exhibited e226 error. There was no patient involvement.